Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted in the lcx and two endeavor sprint drug-eluting stents were implanted in the rca. It was reported that a possible edge dissection was noted in the rca which was treated with a 3rd stent in the rca. The educate clinical events committee adjudicated that the patient suffered an arc mi on the same day as the index procedure. The patient was discharged the following day.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi, dissection). (B)(4).